Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), approximately 6 years and 4 months post implant of a 20mm sapien xt valve into a preexisting surgical valve in the aortic position, the patient developed calcific stenosis with a mean gradient of 56mmhg, aortic valve area 0.8, and trivial mitral regurgitation with gradient of 2mmhg. The patient had heart failure symptoms, shortness of breath, and fatigue. A 20mm sapien 3 valve was implanted within the valves. Bioprosthetic valve fracture was done with 20mm true balloon. The 20mm sapien 3 valve was then deployed with nominal volume in an ideal position. Postdilation was performed with a 20mm true balloon. Root angio showed no aortic insufficiency, cath av gradient measured at 7mmhg, and the procedure was deemed successful. The patient was recovering in the hospital well.

Manufacturer narrative:
Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 4 months post valve implant could not be confirmed, but may be related to the patients comorbidities and/or progression of the preexisting valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.